Event description:
Patient stated that her glucose monitor could not read her blood sugar and normally that means her blood sugar is 500 or over. Patient stated that she went to the hospital and her blood sugar was 678. Patient stated that she was very thirsty. Patient was in the ER for almost 8 hours and given IV fluids and IV insulin drip. Patient stated that her normal blood sugar reading is from 200-250. Patient has a history in (B)(6) 2019 pre-v-go of ER visits due to hyperglycemia.